Manufacturer narrative:
On 28-jul-2015, technical support specialist (tss) performed troubleshooting with the customer over the phone and instructed her to use new control material and run the calibrators as unknowns an also some previous patients and fax the results for review, due to "fat" peaks on control material. The tss sent new control material, calibrators and column for the customer. On 29-jul-2015 customer installed new column and reported that the controls were within range and the instrument had returned to normal operation. The most probable cause of the reported event was due to a calibration issue and possibly a faulty column. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported a quality control shift after installing a new column on their g8 analyzer. The customer was unable to run hba1c patient samples. A technical support specialist (tss) conducted troubleshooting over the phone to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.